Event description:
Report received from the USA stating that the bottom plate of the device was "loose" and "leaking oil;" discovered during testing. There were no delays in scheduled surgeries. The product was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).